Event description:
It was reported while testing with panel phoenix nmic/ID-307, e. Coli was misidentified as c. Farmeri. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of escherichia coli as citrobacter farmeri and enterobacter cloacae and klebsiella aerogenes as e. Cloacae when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3283067. The customer did not return panels but provided isolates, phoenix generated lab reports for the investigation. The customer provided phoenix lab reports show isolates identified as e. Coli when using the complaint batch. The customer returned isolate was verified on the bruker maldi biotyper and labeled as e. Coli n-10. To investigate, four retention panels from the complaint batch were tested using customer returned isolate e. Coli n-10 on a phoenix m50 machine and evaluated for identification results. Then, one control panel from the same material but a different batch were tested using customer returned isolate e. Coli n-10 on a phoenix m50 machine and evaluated for identification results. The five panels tested identified their isolate as e. Coli, therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed no other complaints on this batch. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Thank you again for contacting bd and please continue to communicate any further concerns.

Event description:
It was reported while testing with panel phoenix nmic/ID-307, e. Coli was misidentified as c. Farmeri. There was no health impact or consequences reported.

Manufacturer narrative:
G5: PMA: 510(k)#: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320. H:3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.